Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with two 300cc mentor memorygel breast implant experienced bilateral baker¿s grade iii capsular contracture post procedure. The capsular contracture was diagnosed by an ultrasound examination. As a result, patient underwent bilateral replacements with unknown implants on (B)(6) 2021. This report relates to one of the two prosthesis.

Manufacturer narrative:
Device image received on march 29, 2021. Image evaluation completed on april 25, 2021: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on may 06, 2021. Device evaluation completed on may 23, 2021: during visual evaluation, no apparent damage or visual anomalies were observed on the siltex hpg, 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).